Event description:
The doctor reported that during an implant surgery for placing an implant of certain (internal connection) when opening the final blister pack, they detected that it was an external connection. The procedure was completed by placing the implant. Implant remains implanted.

Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Product not returned, summary investigation.